Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported a reading of 'lo' (< 40 mg/dl) with the adc freestyle libre sensor, with no comparison reading reported. The customer reported he lost consciousness and received treatment from a healthcare professional. However, the customer did not know what the treatment was. It is unknown if treatment was for hypoglycemia (consistent with reported readings) or hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a reading of 'lo' (< 40 mg/dl) with the adc freestyle libre sensor, with no comparison reading reported. The customer reported he lost consciousness and received treatment from a healthcare professional. However, the customer did not know what the treatment was. It is unknown if treatment was for hypoglycemia (consistent with reported readings) or hyperglycemia. There was no report of death or permanent injury associated with this event.